Event description:
It was reported that: "the surgeon was drilling the femur after sizing with the ap femoral sizer. The drill broke in half and remained in the pt. Surgeon removed the sizer and found part of the drill bit sticking out of the distal femur which was easily removed. Both pieces found and being returned."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.